Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed and the lens was observed cut in two portions. The condition observed in the lens and the way in which the cut was formed is consistent with a lens that has been cut due to ¿iol removal or explant process¿. Due to the condition of the lens returned the reported issue as ¿unexpected postop refraction¿ could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There was no associated non-conformity reports found in the manufacturing record review. Lenses were measured for diopter power, resolution, and contrast in the miq (measurement iol quality) equipment. The miq manufacturing results for diopter of the lens was within specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, component testing, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zcb00, was explanted because the patient experienced a refractive error that was not a lens problem. The patient was too plus, so this lens was removed and a new lens was implanted. No complications were reported as part of the removal and implantation of the new lens. No further information was provided.